Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with motor error during a rewind due to slightly loose drive support disk. The insulin pump passed basic occlusion, displacement and prime/a33 tests. The insulin pump has cracked case at display window corners, reservoir tube, reservoir tube lip, battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm from his insulin pump. The customer's blood glucose level was 381 mg/dl. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.